Event description:
Customer reported a low blood glucose below 20 mg/dl. She stated that her husband found her on the ground and called the paramedics. After being hospitalized, the blood glucose went up to 135 mg/dl. She stated that she was sent home and that the following afternoon the blood glucose reading was 600 mg/dl and that she went back to the hospital. She stated that the blood glucose reading was unpredictable due to kidney disease. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).